Event description:
A philips employee became aware of a journal article (published online 08nov2024) ¿real-world performance of excimer laser ablation combined with drug-coated balloon versus drug-coated balloon for the treatment of femoropopliteal in-stent restenosis disease¿. The study retrospectively aimed to assess the effectiveness and identify the risk factors associated with postoperative restenosis in patients with femoropopliteal in-stent restenosis (fp-isr) disease treated with excimer laser ablation (ela) combined with drug-coated balloon (dcb) versus dcb alone. A total of 49 patients who underwent ela+dcb and 82 that underwent dcb alone were enrolled in the study between january 2015 and january 2022. Lesions from the ela+dcb group were sequentially treated with spectranetics turbo-power laser atherectomy catheters. Procedural complications included 2 patients who experienced thrombolysis, 3 embolizations, 5 dissections, and 1 puncture site hematoma. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 08nov2024 has been used, the date of publication. Hui wang, md, sensen wu, md, dikang pan, md, yachan ning, md, chun sun, md, jianming guo, md, jinlan jiang, md, and yongquan gu, md. 2024. Real-world performance of excimer laser ablation combined with drug-coated balloon versus drug-coated balloon for the treatment of femoropopliteal in-stent restenosis disease. Journal of endovascular therapy 2026, vol. 33(2) 863¿873. Sagepub.com/journals-permissions doi: 10.1177/15266028241288778. This report captures the serious injuries that occurred after use of the turbo-power device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age: mean age 71 ± 9 years. A3a) patient sex - majority sex: 31 males. A4) patient weight - bmi, kg/m2 26.9 ± 4.8. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, thrombosis, embolization, dissection, and hematoma at the puncture site are listed as potential adverse events with use of the turbo-power device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.